Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not turn on. The complaint was classified based on information obtained from the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient did not wish to provide additional information when contacted. The patient reported that the alleged issue began 2 months prior to contacting lfs; however, she was unable to recall the specific date. It is not known how the patient manages her diabetes or what changes, if any, she made to her usual diabetes management routine in response to the alleged issue. The patient reported that she became ¿fatigued, nauseous and tired¿ an unknown time before the alleged issue occurred and due to being unable to test, the patient stated that she had a ¿diabetic seizure¿; however, she was unable to provide the date/time this happened. The patient stated that on an unknown date, she was rushed to the emergency room (ER); however, she was unable and/or unwilling to confirm what treatment, if any, she received. The patient was unable and/or unwilling to confirm if her blood glucose was tested on another device. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and there was no misuse of the product. The csr established that the patient was using the correct test strips but the meter would not power on when a test strip was inserted per owner¿s manual or when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. The issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue occurred.